Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 69 mg/dl and glucose tablets were consumed to address the bg level. The customer did not know the cause of the low bg and declined tandem customer technical support's (cts) request to upload the pump data. Cts advised the customer to discuss the low bg event with a healthcare provider.